Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the unit has a blank screen. The unit was received and the reported issue was verified. The root cause was isolated to a severed trace in the flex cable of the lcd assembly. Replacement of the lcd assembly with a tester allowed the unit to power on normally. The screen was legible and there were no system errors present. Further examination of the lcd assembly revealed a trace that had been severed from physical damage to the flex cable. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit has a blank screen. There was no patient involved.